Event description:
It was reported that, during an office follow-up, the pulse generator battery status was at end-of-life. The device has been implanted greater than ten years. The patient has been lost to follow-up. The clinic may schedule a replacement procedure. There were no adverse patient effects. The device remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that, during an office follow-up, the pulse generator battery status was at end-of-life. The device has been implanted greater than ten years. The patient has been lost to follow-up. The clinic may schedule a replacement procedure. There were no adverse patient effects. The device remains implanted.